Event description:
It was reported that during a lap hysterectomy procedure, the teflon pad melted, peeled off, could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4-2-2012. Should the information be provided later, a supplemental medwatch will be sent. Date of event - unknown, assumed 1st day of month ((B)(6) 2012) that complaint was reported the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.